Manufacturer narrative:
Device analysis results: visual analysis of the returned device identified an extended opening and fold creases. A weight test of the device was performed and the device was found to be underweight. Microscopic analysis of the returned device identified an extended sharp opening on posterior side assessed as an unidentified (tear) opening. A dimension measurement in the shell was performed which found the thickness to be within specification.

Event description:
Healthcare professional additionally reported "mass in the sub-areolar region of the left breast," and "early encapsulation."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.